Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the patient reported an 8474 (pump reset) code on the personal therapy manager (ptm). The patient planned to follow-up with their healthcare professional. No patient symptoms reported. Additional information was received from a healthcare professional via a company representative. The 8474 code was unresolved. It was inquired if the patient would still be getting medication, and it was reviewed that the pump is now at minimum rate mode and the patient is not getting their prescribed dose.

Manufacturer narrative:
The device registration system indicates that the pump was replaced.

Event description:
Additional information was reported by a consumer on 2016-07-29. It was reported that on (B)(6) 2016 the pump was reprogrammed to deliver compounded dilaudid (60.08 mcg/day) and bupivacaine (0.154 mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.